Manufacturer narrative:
H6: code e2402 - used to capture aortic dilation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include aortic expansion and stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an emergency endovascular treatment for an invasion by a cancer using a gore® tag® conformable thoracic stent graft with active control system. The gore® tag® conformable thoracic stent graft with active control system was implanted from just below of the left subclavian artery. On an unknown date in 2023, the gore® tag® conformable thoracic stent graft with active control system moved distally (distance unknown). On (B)(6) 2023, a reintervention was performed emergently. A gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The patient tolerated the procedure. Reportedly, during the reintervention, the physician stated that the aorta, which was just proximal to the ctag, became enlarged (amount unknown) from the initial procedure. The dilated aorta was covered as well by the gore® tag® conformable thoracic stent graft with active control system. The physician stated it is unknown what caused the issue. Also, it is unknown if the patient's anatomy was challenging.